Event description:
It was reported patient enrolled in clinical study underwent knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2012, due to swelling and tibial loosening. An infection was noted during the revision procedure. All implants were removed and replaced with spacer molds.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects number 2 states: "early or late postoperative infection and allergic reaction." Number 4 states: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2012-01194-1, 01572 / 01575).